Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. On (B)(6) 2015, the patient experienced mixed atrial tachycardia and atrial flutter that resolved the same day with medication. No additional information was provided. The clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report atypical movement of the clip delivery system (cds) in the left atrium; during cds removal, the distal shaft separated and required surgical intervention to remove the device. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve leaflets. Grasping was difficult due to the leaflet anatomy. While re-positioning the cds in the left atrium, the shaft was bending, and the clip would dive anterior when translating the handle forward. It was decided to replace the cds. The clip was confirmed to be closed; however, during removal, the clip became stuck on the tip of the steerable guiding catheter (sgc). Several attempts were made to remove the clip from the sgc. During these attempts, the cds shaft separated proximal to the clip. The lock lines and gripper lines were still attached to the clip. The cds was removed, leaving the sgc and separated portion of the cds in the femoral vein. A wire was advanced to maintain access, and the sgc was removed. A new sheath and sgc were advanced. Three clips were implanted and the mr was reduced to 1. A snare was then used in an attempt to remove the separated cds portion, but was not successful; therefore, a cut down procedure was performed. The separated distal shaft with the lock lines, gripper lines and clip were removed. The patient was confirmed to be clinically stable.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The clip delivery system (cds) was returned. The reported detached clip was confirmed during analysis. The investigation concluded that a definitive cause for the difficulty grasping the leaflets and clip stuck on the guide tip could not be determined. The reported shaft bend resulting in difficulty positioning the device was likely associated with a bend in the actuator mandrel; however, a cause for the bend in the actuator mandrel could not be determined. Scanning electron microscopy (sem) analysis of the broken coupler was performed to further examine how the break in the coupler had occurred. The analysis identified that the coupler was broken via combination of tensile stress and shear forces, originating from the inner thread areas. In this case, the actuator coupler was returned fractured. The failure was likely associated with procedural conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The performance of these devices will continue to be monitored.

Event description:
Subsequent to the previously filed medwatch, additional information received: on (B)(6) 2015, patient experienced generalized edema with mild shortness of breath when ambulating. No additional information was provided.